Event description:
It was reported that the sensor deployed on its own. Product is currently being evaluated and supplemental will follow with evaluation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).